Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had migrated to the patient's armpit and was causing the patient pain. An inquiry was made to the physician to determine whether the device was still functioning properly, however follow up yielded no further information. The ipg remains implanted and in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.